Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2 implantable collamer lens of diopter -18.0/2.5/074 (sphere/cylinder) into the patient's left eye (os) on (B)(6) 2023. Refractive error was reported. Lens remains implanted. No injury reported. Claim #(B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
Refractive error in the left eye was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H1 - type of reportable event: malfunction corrected to serious. (B)(4)

Manufacturer narrative:
A1 - (B)(6) 2023 removed. Claim # (B)(4).